Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reported losing one treatment from wave card, after having received a system energy error message during a surgery. On follow up communication, technician stated that his report was in regards to a request to receive credit for the lost procedure on wave card, and not a complaint regarding the laser error message. Technician stated that the surgeon completed the treatment, and there were no patient outcome issues.